Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
A sales rep reported: during a reverse shoulder procedure, the device broke while impacting the glenosphere. Additionally reported: debris was retained in the threads of the glenosphere. Procedure was completed with secondary impactor.

Event description:
A sales rep reported: during a reverse shoulder procedure, the device broke while impacting the glenosphere. Additionally reported: debris was retained in the threads of the glenosphere. Procedure was completed with secondary impactor.

Manufacturer narrative:
The reported event could be confirmed, based on the pictures provided by the sales representative. The device inspection revealed the following: the pictures confirm the event (the tip is missing) as well as the identification of the device. The device also shows various signs of use such as scratches. However, no further analysis can be made based on the pictures alone, and no root cause can be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.